Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# 0210403046 serial# implanted: (B)(6) 2015 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was pain in the right leg and buttock due to stimulation. No surgical intervention occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot#: 0210403046, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported pain in the right leg and buttock due to the stimulation. Factors that may have led or contributed to the issue remain unknown. Actions/interventions taken was a reprogramming that was done. It was reported that the issue was resolved at the time of the report. The investigator assessed the event as not serious, not related to procedure, and related to the device. There was a report that the outcome of the event was resolved on (B)(6) 2016. It was unknown if a surgical intervention occurred. Relevant medical history includes fecal incontinence due to post-surgical traumatism since 2008. No further patient complications have been reported as a result of this event.